Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre-op diagnoses: t8- t9 discogenic repair, thoracic pain. For which, patient underwent following procedures: t8-t9, t9-t10, t10- t11 radical discectomy. Anterior interbody arthrodesis t8-t9, t9-t10, t10-t11. Placement of interbody integrated spine prosthetic device t8-9. Anterolateral arthrodesis t8-t9, t9-t10, t10-t11. Evaluation of interbody arthrodesis, t9-t10, t10- t11. Anterolateral instrumentation using the plating system, t8-t9, t9-t10, t10- t11. Per op-notes, ".. Mm prosthetic device was placed with bone morphogenic protein in order to allow and enhance the interbody arthrodesis at t8-9. Also, this time since cages had been placed posteriorly, a radical diskectomy was performed at t9-t10 as well as t10-t11. This area was then decorticated and bone morphogenic protein was placed in order to allow for interbody arthrodesis at t9- t10, t10- t11. Patient tolerated the procedure well without any intraoperative complications. .."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an anterior thoracic fusion at t8-9, t9-10, t10-11 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed boney overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living. Implant date: (B)(6) 2009. (B)(6).